Event description:
During an arthroscopic rotator cuff repair procedure, the physician was reportedly utilizing perfectpasser connector suturing device to place the sutures. After passing three sutures successfully, the fourth stitch was passed. The connector was removed from the patient portal with the connector jaw still open. As the surgical staff attempted to load the fifth stitch, it was noted the connector was missing the top jaw. The surgical staff confirmed the piece was not on the ground or area surrounding the patient. Under fluoroscopy, the physician confirmed the top jaw had detached within the patient's joint space but rather had fallen outside of the joint space was lodged within the skin tissue. The detached portion of the jaw was removed from the patient with graspers. The procedure was completed with no further complications.